Event description:
During verification testing at the manufacturing facility, the device did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
During testing, the device did not sound an audible alarm tone during an alarm condition. This was due to the piezo transducer. The event that is being reported was noted during verification testing; therfore, user facility event codes are not applicable in this case.